Event description:
It was reported that there had been pooling of fluid under the patient¿s skin. It was indicated that a ¿surgical dye study¿ was performed under fluoroscopy to confirm the patency of the catheter. The catheter was found to be intact. It was also stated that the incisional wound had opened, at the device pocket and catheter track, and there was drainage. At the time of report, there was no patient injury. The device system was used to deliver dilaudid. Four days later, it was reported that the cause of the event was cerebrospinal fluid flow that had pooled around the pump pocket. It was determined to be unrelated to the catheter and resolved itself. No additional troubleshooting was performed and the patient was doing well with effective therapy.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Additional information was received. It was reported that the catheter dye study was done and the catheter was determined to be intrathecal with no tears, damage, or malfunction. The cause and type of fluid in the pocket was undetermined, but was possibly cerebrospinal fluid. It was specifically stated by the physician that it fluid was not due to the catheter.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that, at the end of the month that the patient was implanted in, she went to have staples taken out and her incision leaked. She then went back in and was sutured; however, two days later, it opened again and was leaking clear fluid. At that time, the patient was admitted to the hospital as it was feared that the fluid was cerebrospinal fluid (csf). The patient was told that the leak was due to the needle and the tube not being the same size.